Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increased impedance measurements from 400 ohms at implant to 2080 ohms currently. Additionally, threshold measurements had increased. Sensing and capture were fine and the patient was asymptomatic. The physician will continue to monitor this lead.

Event description:
Additional information was received eight months following the initial observations stating that impedance measurements continued to increase up to 2500 ohms and the lead was fractured. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.